Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Clarification to suspect product: hydrochloride lidocaine is noted with lot # 876. Clarification: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthy professional reported syringe of juvéderm® voluma¿ with lidocaine had a ¿hair wrapped around it" and "used the whole content." No injuries were reported.